Event description:
Boston scientific received information that this atrial lead was exhibiting rising impedance measurements which exceeded 2500 ohms. An x-ray was unremarkable for any damage. However, a lead fracture is suspected. The device was reprogrammed to vvi mode and the patient will be followed. A lead revision will be performed if the patient becomes symptomatic.

Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.